Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the 55-year-female patient had an impella rp placed and purge pressure low alarm occurred. Purge cassette was changed, and alarm persisted. Alarm went away when p-level was decreased. The surgeon is aware of the minimal flows with the impella.

Manufacturer narrative:
The investigation into high purge pressure has been completed. The impella device was not returned for evaluation. The data logs were reviewed and there were purge pressure low alarms seen. It it noted that the p-level was changed to try to troubleshoot these alarms but they persisted throughout the case. Without the pump returned, it can not be confirmed if there are any leaks. The root cause of the purge leak - pump cannot be determined. High purge pressure is being updated to purge leak - pump as the customer explained of experiencing purge pressure low alarms.